Event description:
It was reported that during a lobectomy procedure the device fired properly, but the staple line was not fully formed. The procedure was extended by 150 minutes. No patient consequences noted.

Manufacturer narrative:
Date sent; 08/14/2007. Info anticipated, but unavailable at this time.